Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.2., b.5., b.6., d.1., d.2., d.4., d.6a., e.3., g.1., g.4., h.4., h.6.

Event description:
Additionally, healthcare professional reported capsular contracture, baker grade ii.

Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports right side rupture. Device has been explanted.